Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified within the aquabplus reverse osmosis (ro) system. The reported issue was discovered during an evaluation after the ro system encountered a t1 test failure. Error f¿04¿50¿04 was received with the message "failure: t1 test, pump p1 defective." The stage 1 motor protection switch (mps) was charred and discolored on the back where the three connectors are located. There was no observed smoke, spark, flame, or arcing, however a burning smell was noted. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported issue. No loose or poor connections were identified on the mps. There were no blown fuses identified in the local power supply. The ro system is plugged into its own breaker. The thermal overload relay did not trip. There were no local power grid issues on the reported event date, however the biomed noted that the area is prone to power outages. The mps was replaced and the connections were taped in order to return the ro system to service. The biomed stated that replacement wiring was also ordered and installed at a later date. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no samples were returned to the manufacturer for physical evaluation. However the manufacturer confirmed the reported event based on the provided information and photographs. The complaint investigation determined that the likely cause of the thermal damage was a poor electrical contact at the motor protection switch. In such an instance the pump will run only with two line conductors, resulting in higher current and higher thermal energy. The cable lugs at the motor protection switch can get overheated and discolored by the released thermal energy at the bad electrical contact. This is a known failure. A new design of the motor protection switch and its wiring has been developed, but is currently not released for the us market. In this instance the switch and connected wiring was replaced to resolve the reported issue. It is recommended, if not already done, to replace the motor protection switch and black connection wires against the improved design in stage 1 and stage 2.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified within the aquabplus reverse osmosis (ro) system. The reported issue was discovered during an evaluation after the ro system encountered a t1 test failure. Error f¿04¿50¿04 was received with the message "failure: t1 test, pump p1 defective." The stage 1 motor protection switch (mps) was charred and discolored on the back where the three connectors are located. There was no observed smoke, spark, flame, or arcing, however a burning smell was noted. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported issue. No loose or poor connections were identified on the mps. There were no blown fuses identified in the local power supply. The ro system is plugged into its own breaker. The thermal overload relay did not trip. There were no local power grid issues on the reported event date, however the biomed noted that the area is prone to power outages. The mps was replaced and the connections were taped in order to return the ro system to service. The biomed stated that replacement wiring was also ordered and installed at a later date. The sample is available to be returned to the manufacturer for physical evaluation.